Event description:
B. Braun easypump 270ml-5ml/hr containing fluorouracil in ns 230ml total vol was infusing faster over approx 12 hrs and 46 hrs - pt noticed and stopped and started infusion repeatedly to slow down rate to increase time of infusion per self and/or clinic. No side effects / no harm per clinic, but concerning if pt didn't notice and drug actually infused over 12 hrs. This is for outside the expected +/-6% error rate. MFR was notified.